Manufacturer narrative:
H.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As per the information received during the follow up it was reported by healthcare professional stating that after consumer wearing contact lenses in right eye it bothers from the first day, that turns eye red, and it swells. Consumer visited a doctor and was diagnosed with upper corneal epithelial lesion in right eye with possible viral conjunctivitis and consumer was asked eye rest and was with prescribed polyethylene glycol eye drops, ofloxacin and ganciclovir. The current symptom resolution is resolved at the time of this report. Additional information has been requested but not yet available.